Event description:
It was reported to philips that the battery for the device was defective (19086-0029-p). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that when the battery was inserted into the cadex charger it yielded a ¿fail 128¿ error message. Upon conclusion of the analysis, the reported problem was verified and the battery was confirmed to be defective.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device was defective (19086-0029-p). There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that when the battery was inserted into the cadex charger it yielded a ¿fail 128¿ error message. Upon conclusion of the analysis, the reported problem was verified and the battery was confirmed to be defective. Upon response from the vendor, it was verified that the battery for the unit was faulty due to being over discharged, which activated the safety flag "cuv- cell under voltage" and the pf alert "vshut". These conditions disable the communication and voltage output. No further evaluation was requested.

Manufacturer narrative:
Additional info: b5 - added vendor response submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device was defective (19086-0029-p). There was no patient involvement.